Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No battery alarms were noted. The insulin pump was received with a corroded battery tube. The insulin pump had intermittent button response due to light moisture damage to the keypad traces. The insulin pump passed the functional testing.

Event description:
It was reported that the insulin pump alarmed battery out limit, which could not be cleared, and had an unresponsive keypad. The customer stated that he had thrown away 37 brand new batteries in an attempt to get the insulin pump working. The customer did not know the blood glucose reading. He stated that the esc and act buttons would not clear the alarm. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.